Event description:
It was reported, during patient use clinicians needed to shut down the device and replace the pcu. It was noted the device had error code 120.4610. Per report, the device displayed the following message: "system error. Operating channels will continue as programmed. Press silence to reset alarm. Replace pc unit as soon as possible. Settings unrestorable. Record before pressing system off. Code 120.4610." The reportedly pumps continued to run, "but the only option was to shut it down." It was also reported that the clinician had to replace the pcu and rescan and reprogram all medications being given. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported, during patient use clinicians needed to shut down the device and replace the pcu. It was noted the device had error code 120.4610. Per report, the device displayed the following message: "system error. Operating channels will continue as programmed. Press silence to reset alarm. Replace pc unit as soon as possible. Settings unrestorable. Record before pressing system off. Code 120.4610." The reportedly pumps continued to run, "but the only option was to shut it down." It was also reported that the clinician had to replace the pcu and rescan and reprogram all medications being given. There was patient involvement but no harm.